Event description:
Essure permanent birth control causing severe pelvic pain and bleeding, severe lower and middle back pain, headaches, itchy and nerve sensitive skin, chest pain and they couldn't find a reason (EKG and stress test were good), increased depression and anxiety, overly emotional.